Manufacturer narrative:
The information in this report was provided to us by the cook facility in (B)(4) on behalf of a medical facility in the (B)(6). The medical facility in the (B)(6) involved in this report is listed. (B)(4). Evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. A sample test from this lot could not be conducted because none of the product from this lot remained in inventory. Conclusions: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all fusion pre-loaded omni-tome are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: no corrective action warranted at this time because this report could not be verified, however, this type of occurrence has been brought to the attention of the appropriate internal personnel in an effort to heighten awareness. No further action taken at this time. Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure, the physician used a cook fusion pre-loaded omni-tome. The sphincterotome was advanced into position for sphincterotomy. When the sphincterotome exited the endoscope, the user reported "poor orientation", i.e. Incorrect cutting wire orientation. Several attempts were made in an attempt to collect additional information regarding patient impact and product usage. The complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event.